Manufacturer narrative:
(B)(4) - incision enlargement.explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye due to blurry distance vision. An incision enlargement of 0.25mm was performed. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope. It can be seen that the lens was received cut in pieces. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. Per directions for use (dfu), additional complications that may occur following implantation of a multifocal intraocular lens may include blurred vision. Some of the optical effects may be mitigated upon patients¿ adaption to the multifocal optic. The directions for use adequately provides instructions and precautions for the proper use and handling of the intraocular lenses prior to and during implantation of the device. The manufacturing record review was performed. No non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic and optical power requirements. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.